Event description:
Depuy spine was made aware of the legal action being taken by a patient who was implanted with the charite disc in 2005. Little information is known as this time. As the event reported indicates that there was some level of patient injury an MDR is being filed to document this event.